Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) and thick leaflets for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the leaflets. During deployment, the clip opened. Troubleshooting was preformed, the clip was removed from the patient. Two mitraclips were then implanted successfully. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via device analysis. The reported improper or incorrect procedure or method n/a could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. The reported improper or incorrect procedure or method was due to the user curving the device more than 90 degrees. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a